Event description:
Complainant alleged that while the medics were conducting a review of the device's functions with the facility's staff, the individual conducting the class attempted to test shock three times, but the device would not discharge. After the device was on for five minutes, the device discharged successfully. There was no pt involvement in the reported malfunction.